Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker header exhibited a header anomaly, causing failure to connect the lead to the pacemaker. The pacemaker was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of failure to connect and header anomaly were not confirmed. As received, a complete pacemaker was returned in normal condition with battery voltage above the elective replacement indicator (eri). Visual examination of the header and connections found no anomaly and leads could be inserted and tightened normally. Electrical and mechanical analysis indicated normal device functionality.  Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.